Event description:
It was reported, the rigid video laparoscope had a dark image. The event occurred, during maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: distal fiber breakage, dents on distal edge objective frame, moisture under cover glass, dents on outer tube, loose light guide (lg) adapter and cracks on side of video connector (vc). A device history record (DHR) review and found non-conformance. The device was reworked and shipped in conformance with specifications. The nonconformance is not related to customer request. A definitive root cause could not be identified. Based on the results of the investigation and information obtained from this complaint, the most probable cause was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had a dark image. The event occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.